Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 660mg/dl. The customer stated that she changed the infusion set the day before, but found it was bent. The caller experienced nausea, vomiting and thirst. Troubleshooting was performed, and the high pressure test passed. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.